Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Test strips were not used to confirm and the machine did not alarmed. Nurse noticed blood before it hit the dialyzer. Estimated blood loss was less than 50 cc's. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with new set up. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.